Manufacturer narrative:
Patient #1 age at time of event: (B)(6), gender: female. Patient #2 age at time of event: (B)(6), gender: female. Patient #3 age at time of event: (B)(6), gender: female. Section b date of event for patient 1 is (B)(6) 2021, patient 2 is (B)(6) 2021, and patient 3 is (B)(6) 2021. The field service representative performed extensive troubleshooting but, a definitive cause of the falsely elevated ¿-hcg result observed was not identified. A review of the analyzer¿s service history found no contributing factors and no subsequent tickets regarding discrepant patient results. A review of historical data did not identify any trends, systemic issues, or nonconformances associated with the architect system. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency of the architect i2000sr (sn (B)(4)) analyzer was identified.

Event description:
The customer observed false positive b-hcg results generated on an architect i2000sr analyzer for three patients. The following information was provided (customer provided reference range <5.00 miu/ml is negative): (B)(6). There was no impact to patient management reported.